Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 0% in about 10 months. The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 0% in about 10 months. The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 0% in about 10 months. The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.